Event description:
The pt was hospitalized for erratic blood glucose levels and "uncontrolled diabetes."

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. There is no reported pump malfunction and pump settings and delivery history were reviewed with the pt and confirmed as accurate. The pt's physician is adjusting her basal insulin delivery rates and the pt has continued to use the pump with no reported subsequent events.